Event description:
Consumer reports the top of the brush came off. This is reported as a malfunction with the potential to cause serious injury. No injury was reported. This was identified during our retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
The product was manufactured at one of the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine at which location this particular product was manufactured. (B)(4).